Event description:
Pt was undergoing removal of a port-a-cath, as the pt had completed her therapy. During removal of the port, the catheter fractured and a piece remained in the right subclavian vein. The fractured piece was removed by interventional radiology without incident.